Event description:
The patient was revised to address pain attributed to the loosening of the tibial tray, sleeve, and stem. X-rays show stem migration.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.